Event description:
The patient reportedly experienced a mastoiditis infection and was treated with oral antibiotics and IV for six weeks. The patient was prescribed cefadroxil 500 bid on (B)(6) 2014, doxycycline 100 po bid on (B)(6) 2014, and unasyn IV on (B)(6) 2014. The patient wound was incised and drained on (B)(6) 2014. The patient underwent an operative revision of the mastoid on (B)(6) 2014. The infection was non-responsive to the treatment. The patient's device was explanted. The patient's infection has reportedly resolved. The patient will be reimplanted at a later date.